Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The cardiac resynchronization therapy defibrillator (crt-d) system was returned with information indicating the patient is deceased and the cause of death as congestive heart failure, cardiomyopathy, renal failure and sepsis. Additional information related to the source of the sepsis was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.